Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a tuohy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found the hypotube was separated 236mm from the end of the hub. The separated ends were ovaled which is consistent with a kink prior to the break occurring. A visual and tactile examination found no issues with the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. After a 2.75x20 synergy¿ drug eluting stent was implanted, a 3.50x12 synergy¿ stent was advanced to treat the lesion. However, during the procedure, the shaft broke while in the guide catheter. The device was removed completely from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. After a 2.75x20 synergy¿ drug eluting stent was implanted, a 3.50x12 synergy¿ stent was advanced to treat the lesion. However, during the procedure, the shaft broke while in the guide catheter. The device was removed completely from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.